Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that their drive support cap was sticking out. Customer's blood glucose reading was 129 mg/dl. Customer had low blood glucose levels in the early morning between 40 and 50 mg/dl. Customer stated they have been getting low readings in the early morning since (B)(6) 2016. Customer declined to troubleshoot the low readings. Customer declined a replacement device because she wanted to speak with a diabetes therapy consultant first. Nothing was replaced or returned.